Event description:
Customer reported that while disconnecting the patient from his blood transfusion, blood squirted out of the end of the maxzero onto the user and the patient. There was no report of patient/staff harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.